Manufacturer narrative:
The device was returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera ii gastrointestinal videoscope, image problem. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation and foreign material exciting from the nozzle was found. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A definitive cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif/cf/pcf-180 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-180 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to wear of forceps elevator lever, upwards/downwards knob cannot be locked securely; switch1 has a cut; scope cover has discoloration; electric connector has corrosion due to water leakage; electrical flexible circuit board unit has corrosion due to water leakage; due to corrosion on electric connector, the image is not displayed; due to damage on coupled charging device (ccd) unit, flare occurs; air/water tube has foreign objects; distal end cover has a crack; objective lens has a scratch; adhesive on bending section cover or distal sheath rubber has wear; connecting tube has a buckling; and universal cord has buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.